Manufacturer narrative:
07 may 2021 (follow up 005) ref to natus complaint#: (B)(4). Product examination and functional testing: 15-apr-21: technician evaluated the system. Technician observations were as follows: the fan is partly soiled. The light source is sufficiently bright. The fiber interface and lens interface needs cleaning. 19-apr-21: the laptop was received and was installed on the system. 21-apr-21: system was evaluated in germany. Per technicians findings: the bios battery was low which lead to loss of date / time. Manually setting the correct date / time allowed login to the system. Regarding the issue technician investigation suggests that the customer was taking videos instead of still images and closing the patient files without unmarking those videos for deletion. When the customer went back to review the videos they were not there because they were previously deleted as the system intended. Per technicians perception, the customer lacks training in regards to image acquisition. Provided that no issues are encountered. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Per information found in 18-000022 rev. R risk assessment retcam, ref. Line 9.1.5, hazard category/harm - delayed procedure, safety risk - acceptable a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and / or probably of occurrence has not changed. A device history record review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Investigation result code: pleasanton/user error/training/improves with time closure rationale: complaint could not be verified, monitor for future occurrence.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.

Manufacturer narrative:
15 jan 2021 follow up report 001 (ref natus complaint #(B)(4)). Awaiting product return, reached out to the customer on the 13 jan 2021. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefor a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Per information found in 18-000022 rev r risk assessment retcam, ref. Line 9.1.5, hazard category/harm - delayed procedure, safety risk - acceptable a risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and / or probably of occurrence has not changed. A DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.

Manufacturer narrative:
(B)(6) 2021 (follow up 003). Currently awaiting product return. The product has been requested to be returned for full investigation. On the 04 march 2021, the quality analyst has asked technical service to reach out to the customer one last time and ask them to send in the system in for evaluation. 08 march 2021: technical service perception has it that the customer will only ship the system to germany once they have received a loaner retcam system. Technical service is hoping to have a loaner system in germany this week for final check before sending it to the clinic.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.

Manufacturer narrative:
(Ref natus complaint # (B)(4)) follow up 002. The product has been requested to be returned for full investigation. The quality analyst sent a follow up reminder to the customer on the 08 february 2021 about shipping the system to germany. The evaluation will be carried out there. Currently awaiting customer response.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.

Manufacturer narrative:
On 09 april 2021 (follow up 004) ref to natus complaint# (B)(4). Currently awaiting product return. Customer received the loaner retcam. They will now prepare the retcam shuttle in question, and will ship it to us for evaluation.

Manufacturer narrative:
On 17 dec 2020 initial report ((B)(4)) a (B)(6) month old infant was referred for management of head trauma, using the retinograph to confirm hemorrhage from inferior temporal and peripapillary arch. The retinal camera record the examination in film format, instead of photo, which cannot be loaded onto a usb key for transmission. The mode exam recording was indicated on the screen but was not understood by the users. Setting modifications were made by the biomedical technician, but the film recording of the examination, following the procedure, was lost. The examination needed to be repeated on the infant, which was initially requested urgently. There was fatigue and restless of the infant during the second examination which turned out to be of lower quality and more difficult to interpret. Product requested to be returned for full investigation.

Event description:
The retcam did not register the examination in the right format, it was captured in movie instead of picture. The movie format could not be transferred to the usb key. The examination was lost and needed to be repeated on the infant. No patient injury.